Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a mildly tortuous and mildly calcified vessel below the knee. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced to the lesion for pre-dilatation with difficulties. The device eventually crossed; however, during the first inflation at 3 atmospheres for 2 seconds, contrast media was found to be leaking under fluoroscopy and the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different coyote balloon catheter. No patient complications nor injuries were reported.